Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 4189 lead, implanted: (B)(6) 2001; product ID 693352 lead, implanted: (B)(6) 1995, explanted: (B)(6) 2014; product ID d224trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular lead began to show increased short v-v count and non-sustained tachycardia electrograms that showed noise lasting 1 second in duration. Due to this increased noise, the physician elected to cap and replace the lead. However, at the lead replacement procedure, the replacement lead could not be passed down the vessel due to the patient¿s occluded vessel. Several weeks later, a new lead was successfully placed. No patient complications have been reported as a result of this event.